Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed which observed that the sample was presented in the yellow protect from light pouch and then it was placed in two further clear grip seal bags to contain the leak. Further investigation was performed it was found that the leak was coming from the fill port at the top of the device. The fill cap on the fill port cap was not cross threaded. The reported condition was verified. The cause of the condition could not be determined, however, the probable root cause of leak from the fill port may be related to particle from the drug container used for filling without a filter in which the particle enters through the fill port then gets lodged under the device checkband and results in leak from the fill port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. It was further stated that the twenty four hour device was found leaking in the individual bag that it was packed in. The device was filled with piperacillin/tazobactam 18g plus citrate buffer and 230ml sodium chloride (nacl) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.